Event description:
Same as MFR report #: 6000093-2005-01048, 01049 it was reported, by the pt, that 17 days after a coronary drug eluting stenting treatment procedure, the pt has experienced alopecia and neuropathy. Three taxus express2 drug eluting stents of unknown size were implanted in an unknown coronary artery in june 2005. Seventeen days after stent placement a quarter-sized bald patch was seen on the back of the pt's head by the hairdresser. Pt reports 67 days after stent implantation that their hair still has not returned and that pt is now experiencing neuropathy in their feet and hands, specifically three fingers on their right hand. Pt reports a similar reaction after breast cancer treatment with taxol in 2001, which had resolved after stopping the treatments. It was reported by their physician that there is an unknown relationship between the taxus stent and the alopecia.